Manufacturer narrative:
Continued e.1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported "right breast deformation. Right implant rupture." The device has been explanted and replaced with another manufacturers device.